Manufacturer narrative:
The customer did not return the suspected product for evaluation. Therefore, in-house testing was performed using the in-house contour next one meter with in-house contour next test strips from lot # 8kpef12a, which gave satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
At 10:41 p.m. And 10:42 p.m., the customer obtained blood glucose readings of 108 mg/dl and 87 mg/dl on two different contour next one meters. The customer stated that the reading on a non-ascensia meter at 10:42 p.m. Was 42 mg/dl. The customer took 1.2 units of insulin, which was more than her usual dosage. The customer was experiencing symptoms of hypoglycemia. No medical intervention was required. The customer did not provide any further event details. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter kits were sent to the customer.